Manufacturer narrative:
Model # ltv 1150, catalog number: 18984-001, serial number: (B)(4). The device was originally received by the manufacturer with a report of patient death on (B)(6) 2012 with no allegations of ventilator malfunction causing patient harm. The ventilator was tested and returned to the customer on (B)(6) 2012 with no problems found.

Event description:
Upon receipt of further information, the manufacturer was able to find the original patient death that was reported to us on (B)(6) 2012. At that time, there were no allegations of ventilator malfunction causing patient harm. Further information was received on (B)(6) 2013 with allegations of ventilator malfunction.

Event description:
It was reported that the patient had passed away while connected to the ventilator. According to the information provided, "the patient's tracheostomy became dislodged in such a way that no alarm was given to notify the caregiver". The nurse had "deactivated the audible alarm on the pulse oximeter machine".